Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000089-2007-01663. It was reported that during preparation for a coronary stenting treatment procedure, the liberte 3.5x16mm bare metal stent was loose on the stent delivery system. This was noticed outside the pt.